Manufacturer narrative:
The reported event was unconfirmed as the product meets the specifications. Three urethral catheter kits were returned unopened in original package. No visual damage was noted on any of the catheter. Each catheter had some bend to the coude tip. As the products were returned unopened they were not used for diagnostic or treatment purposes. A potential root cause for this failure mode was unable to determine due to the reported event was unconfirmed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The labeling review was not required due to the reported event was unconfirmed. Correction: e h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that there was hardly any coude at the tip of the catheter. Per follow up via phone on (B)(6) 2020 the customer noted that the catheters were not curved enough they seem straight. Per follow up on (B)(6) 2021 the customer stated that the coude touchless catheter kits have virtually no coude. As a paraplegic these kits could be invaluable if they were more user friendly. When the catheter had a well defined coude at least 45 degrees. Per follow up on (B)(6) 2021 the customer stated that the issue was not with one particular lot and with many lots over the years and the issue was constant. Also stated that the coude was either not defined enough or not there at all. Per follow up on (B)(6) 2021 it was stated that the coude catheters work they are great but 90 percentage of them did not have nearly enough coude to be effective.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there was hardly any coude at the tip of the catheter. Follow up via phone on 02dec2020, customer noted that the catheters are not curved enough they seem straight.